Event description:
It was reported the generator gave an error code 1, generator error, after being adjusted in biomed mode for a calibration. The customer cycled the power several times and received the same error 1 generator error, specifically an overcurrent error. No patient involvement occurred. One device to be returned for analysis.

Manufacturer narrative:
Information not provided during initial contact.